Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information in b5 event description, h6 device codes and impact codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to dislodgement and was confirmed through xray. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.